Manufacturer narrative:
Estimated date. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that no femoral angiogram or other imaging was taken to verify the puncture site. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the IFU deviation related to not performing a femoral angiogram may have contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that two proglide devices were attempted in a vein during an interventional ablation procedure. Reportedly, the sutures of the first device came out. No tissue damage was reported. The second device felt as if it got caught in the tissue track and contributed to not achieving hemostasis. Manual compression was used to achieve hemostasis. No additional information was provided.